Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had calibration issue. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. Additional contact information: event site state: nt. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit during the maintenance, it was found that the device can only be operated in battery mode. A getinge field service engineer (fse) stated touch screen calibration failed reported by customer during inspection for the iabp. Re-calibration for touch screen was done. Functional check according factory specifications was done and returned machine to customer for clinical use. There was no patient involved.